Event description:
During routine testing of the device at the service center, the service tech reported the cable guide was cracked. The monitor was originally returned for repair of a standard reference sensor failure when the cracked cable guide was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.